Manufacturer narrative:
The product was not returned for eval. We are unable to confirm the product condition. The customer reported the cannula did not insert into the infusion site. This condition would interrupt insulin delivery and contribute to hyperglycemia if it occurred. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported her blood glucose reached 280 mg/dl less than 4 hours after the pod was activated. Upon deactivation she noticed the cannula did not insert correctly and it was lying on top of her skin. User was unable to provide additional bg levels, dosages or history at the time of the call.